Manufacturer narrative:
Initial MDR was filed on sep 27, 2022 reporting a customer from the united states observed elevated advia centaur cp high-sensitivity troponin I (tnih) results on two samples from the same patient. Additional information - oct 19, 2022. The customer reported all tnih qc results have been in range and no additional discordant results have been observed. Field service ensured system was working to specification. Additional information - oct 24, 2022. The customer service engineer (cse) performed a total service visit and found no issues with the system performance. They performed quality control (qc) testing to verify system performance. The customer has stated that they were satisfied with the system performance and no additional discordant results have been observed. No issues could be identified with the system. While the cause could not be determined, the issue was likely corrected through routine troubleshooting, performing priming, and other total service call process checks. The system is now fully operational. No additional action is required. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
A customer from the unites states reported observation of discordant elevated advia centaur cp high-sensitivity troponin I (tnih) results on two samples from the same patient. One of the samples was remeasured on an alternate method and the result was negative. Both of the samples were also repeated on the advia centaur cp and the results were lower. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthineers is investigating.

Event description:
The customer obtained discordant elevated advia centaur cp high-sensitivity troponin I (tnih), lot 075 results on two samples from the same patient. The elevated results were reported to the physician, who questioned the results. One of the samples was remeasured on an alternate method and the result was negative. Both of the samples were also repeated on the advia centaur cp and the results were lower. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih results..